Event description:
It was reported that the patient received inappropriate therapy due to lead noise. Upon device interrogated an episodes of vf/vt were noted and all were load noise. The lead noise was also inhibited ventricular stimulation. The lead was capped and replaced. The patient condition is good after the event.